Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000176, serial/lot: (B)(4). Facility: (B)(6). A medtronic representative went to the site to perform a system check out, and they replaced the power enclosure. The issue was resolved and the system functions as intended. The enclosure was returned for analysis. The power conversion enclosure failed bench testing. Transistors q1 failed, as it was found to be shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site was noted to have issues with motion being ready for the movement of the system. The issue was resolved by replacing the power conversion circuit board, and power tray. This was reported prior to a sacroiliac and thoracolumbar procedure. There was no reported delay to the procedure. There was no patient involved.